Manufacturer narrative:
Additional information: b5 pre-dilation using a 6mm balloon, for a necessary recanalization in the calcified right superficial femoral artery was performed, prior to using a 7mm balloon. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: device available for evaluation. Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record,instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 35 lp low profile balloon catheter was returned for examination. Catheter tubing is compressed at 65.7 cm and 68.0 cm from the proximal hub. A kink is noted at 71.8 cm from the proximal hub. A bend is present at 73.2 cm from the proximal hub. A 3.7 cm separated section of tubing (balloon tubing) was also returned. The separated section is accordioned and has one marker band present. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 35 lp low profile balloon catheter was used in an angioplasty. It was reported that, the balloon ruptured in two pieces at a maximum pressure of 12atm. One piece of the ruptured balloon remained in the patient. A "lasso" was used to retrieve the piece of balloon. The patient did not require any other additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.